Event description:
Infant was delivered at 1932 after a prolonged first stage. Vacuum extraction using mushroom cup was elected on appearance of non-reassuring fetal trace. Infant soon became pale with poor perfusion and was transferred to nicu. Infant developed acute subgaleal hemorrhaging and subsequently expired at 0450. A skull fracture was revealed at autopsy. The device was evaluated by biomedical engineering and found to be operating within specs.